Event description:
This report summarizes two malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. Two events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: two events were reported for this quarter. Product return status: one device was received. One device was not available for evaluation. Additional information: two devices were not labeled for single-use. Two devices were not reprocessed or reused.